Manufacturer narrative:
(B)(4).

Event description:
It was reported the image disappeared on the camera head non-ac hd560h during an operation. A backup device was available and used. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information to be added to original submission 1643264-2016-00228. Date that investigation results were approved, correlated with 1643264-2016-00228 001 submission additional method codes to add to 1643264-2016-00228 001 submission. UDI: (B)(4).